Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was reported that the bg specific value displayed high but was unknown. Customer changed the cartridge and administered a correction bolus via pump to address the bg level. Customer loaded several new cartridges however the cartridge alarm kept recurring. The customer reverted to manual injections for insulin therapy. The customer was interested in obtaining a loaner pump.